Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture found there. It was also reported that the user was unable to tighten the battery cap to the pump and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 device evaluation: the device has been returned and evaluated by product analysis on 4/22/2016 with the following findings: a review of the pump¿s black box data showed no evidence of unexpected pump reboots. There was moisture corrosion observed in the battery canister. During visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak. The battery cap was not returned with the pump and a test cap was used and was able to fit to the pump and maintain electrical connection. When the pump powered up and displayed the verify screen, it alarmed with cs078 call service alarm upon the first rewind attempt. The "power complaint" was unable to be adequately investigated due to an inability to run 24 hour basal program. The pump¿s cover was removed and additional moisture corrosion was found to the motor flex/connector. (B)(4).